Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) had moved to one side as well as side to side and was not as pronounced as it was previously. The device remains in use. No patient complications have been reported as a result of this event.